Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the image going out/black could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported a no-image issue when speaking with the olympus technical assistance center (tac). The customer stated that the evis exera iii video system center image would become black when the erbe generator was activated. The customer noted that this issue occurred with another evis exera iii video system center months ago. The device was swapped out and worked fine, but it has now reoccurred. The customer was advised to check that the evis exera iii video system center and erbe are not on the same circuit, confirm that the erbe footswitch cable was not damaged, and try swapping out the video cable used in the evis exera iii video system center connection to the monitor. The customer acknowledged this and will call back if the issue persists. The customer later called back regarding the service case. The customer stated that the evis exera iii video system center cabling to the monitor was checked, no defects were found, and it appeared to be in good working order. The customer was advised to perform preventive maintenance on the erbe generator or swap out the evis exera iii video system center to see if the issue persists. The customer stated that this issue was occurring with a device that had just returned from repairs and that they would swap it out. The customer will perform the remedial action and contact the technical assistance center with the results. As such, a device return is not expected at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii video system center image would become black when the (erbe) erbe elektromedizin gmbh generator was activated. The issue was found during a therapeutic esophagogastroduodenoscopy procedure. The procedure was delayed by less than 30 minutes and was completed with the same set of equipment. There were no reports of patient harm. This report is related to patient identifier: (B)(6).